Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hemopro failed to deactivate. The vein that was harvested was unable to be used and an additional vein had to be utilized. A replacement device was used to complete the procedure. The hospital intends to return the hemopro device and extension cable. Please refer to 2242352-2013-00688 for the hemopro device that was used in this case.